Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/24/2015. The fse found a leak from broken tubing at the wbc aperture 1. The fse replaced the broken tubing, which resolved the leak. The instrument ran without any leaks or errors and all repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported white blood cell (wbc) vote outs (non-numeric results) and a fluid leak of approximately 2ml from a coulter lh 750 hematology analyzer during startup. The leak was not contained within the instrument and no error messages or alarms were observed by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.